Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection and chronic soft tissue complication and subsequently the patient was administered antibiotics (type and date not reported) and the abutment was removed. Additional information has been requested but has not been made available as of the date of this report.